Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that atrial lead exhibited inadequate threshold and loss of capture. The lead was replaced with new lead as a result. Patient condition was stable.

Manufacturer narrative:
The reported events of ¿pacing was impossible, and the impedance was very high¿ were not confirmed. A complete lead was returned in one piece with all four times were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.